Manufacturer narrative:
Cuff had a wear leak. Tubing was functional. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A (B)(6) old female with anorectal trama was implanted with an acticon device on (B)(6) 2006. On (B)(6) 2008, the cuff was removed and replaced because of fluid loss, "cuff leakage." No further info has been provided.